Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2013 and absorbable staples were used to fixate the mesh. Post operatively the patient began complaining of abdominal pain and vomiting. The patient was returned to surgery. This included a laparoscopy, mesh removal, a small bowel perforation was noted and repaired, decompression of the small bowel, removal of appendix, and peritoneal lavage. The surgeon noted that one to two of the staples were not flush in the pre peritoneal space. The sharp points were pointing into the abdomen. Additional information has been requested.